Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that the bd autoshield¿ duo pen needle was unable to deliver medication. The following information was provided by the initial reporter, translated from dutch to english: pen needle is often plugged preventing the insulin from getting through.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd autoshield¿ duo pen needle was unable to deliver medication. The following information was provided by the initial reporter, translated from dutch to english: pen needle is often plugged preventing the insulin from getting through.